Event description:
It was reported that, after a chronic infection it was decided to explanted the implants, gii oxinium fem size 4 left, gns ii cmt tib size 5 left and lgn xlpe dished isrt sz 5-6 9mm. Site was washed out. Once wound was opened samples were taken and sent to histology. A cocr genii femur and all poly tibia was implanted. Patient outcome is unknown.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation, therefore the failure could not be confirmed. The clinical/medical team concluded, per complaint details, the revision was performed due to an unspecified chronic infection. It was communicated that the requested medical documentation was not available for evaluation and the explanted components were not returning. ¿the surgeon does not blame the implants for the issue¿. The root cause of the reported chronic infection remains unknown. The patient impact beyond the reported infection and subsequent revision could not be determined. No further medical assessment could be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A review of complaint history for the listed part revealed no prior complaints for the listed batch. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Infection, a potential complication associated with any surgery, can occur and possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. Product was sterilized according to sterilization release documentation from quality control. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.internal complaint reference number: case-2021-00041804-2